Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) . On retained kit lot 1050857 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1050857, test base part number 190-430 / lot: 1050857. The lot met the required release specifications. (B)(4). Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction. Reference MFR. Report: 1221359-2022-03024.

Event description:
The customer reported false negative results with the ID now covid-19 assay for two (2) tests. This MFR. Report addresses test one (1) of two (2). The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022. Confirmation testing via a quidel quickvue antigen home test on an unknown date generated a positive result. Although requested, no additional information including patient treatment and outcome, was provided.